Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.